Event description:
Huber, s., vaglienti, r. M., huber, j. S. Spinal cord stimulation in severe, inoperable peripheral vascular disease. Neuromodulation. 2000;3(3):131-143. Summary: the objective of the study was to assess the effect of spinal cord stimulation in patients with severe, inoperable peripheral vascular disease and uncontrolled pain. A case study of 20 patients with end-stage peripheral vascular disease either fontaine class 3 or 4 limb ischemia. All 20 patients implanted with scs device with follow-up from one to five years performed in a multidisciplinary pain treatment center. In the 20 patients implanted, there was 75% limb salvage, with fontaine class patients, there was 86% and with fontaine class 4 patients, 69% limb salvage of the treated limbs. Reported events: 1 patient had a lead replaced due to fracture. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product type: lead, product ID: 3888, serial# unknown. (B)(4).